Event description:
It was reported that right ventricular (rv) lead was exhibiting high capture thresholds and noisy signals. The lead later was found to be oversensing with pacing inhibition. Later on, the lead was revised and has issues extending and retracting the helix, it was sequentially capped. Another lead was implanted. The patient experienced palpitations.

Event description:
It was reported that right ventricular (rv) lead was exhibiting high capture thresholds and noisy signals. The lead later was found to be oversensing with pacing inhibition. Later on, the lead was revised and has issues extending and retracting the helix, it was sequentially capped. Another lead was implanted. The patient experienced palpitations.